Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed, the preventive maintenance (pm) was completed to schedule and the machine logs were reviewed. Two corrections were identified that were unrelated to the reported complaint issue. All actions were completed and the case complaint can be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a dark spot was observed on the dressing upon opening one packet. Photos depicting the reported complaint issue were provided by the complainant.